Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The information provided to sjm indicated the (B)(6) -year-old male patient with a history of cardiac insufficiency and acute pulmonary edema underwent an aortic valve replacement procedure on (B)(6) 2010 with this 19 mm sjm trifecta valve. On (B)(6) 2014, during a follow-up echocardiogram, valve stenosis was observed; however, the patient was not hospitalized and no surgical intervention was anticipated. On (B)(6) 2015, it was reported that the patient was hospitalized for respiratory failure secondary to cardiac insufficiency and died on (B)(6) 2015. (Clinical study patient ID: (B)(6)).